Manufacturer narrative:
D.4. Medical device expiration date: unknown. E.1. Initial reporter phone #: (B)(6). H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, bacilli was misidentified as cocci. This occurred with one sample. There was no patient impact reported. The following information was provided by the initial reporter: "phoenix m50 incorrect species identification, bacilli will be identified as cocci, industrial use."

Manufacturer narrative:
H.6. Investigation summary: a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6)). The customer reported incorrect species identification, bacilli will be identified as cocci. Customer noted that the strains should be bacillus subtilis but get staphylococcus aureus result. A bd field service engineer (fse) was dispatched to investigate. The fse advised to change culture media incubation strain, no control or patient samples were affected and no wrong results were reported to the doctors. The fse reviewed the unit and found no instrument failure. Instrument presented no errors; the root cause of this failure mode is not known. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review was completed and revealed no previous complaint related to results.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system, bacilli was misidentified as cocci. This occurred with one sample. There was no patient impact reported. The following information was provided by the initial reporter: "phoenix m50 incorrect species identification, bacilli will be identified as cocci, industrial use."